Event description:
Product analysis was completed and reviewed for an explanted generator that was replaced prophylactically. Product analysis found that the pulse generator diagnostics were as expected for the programmed parameters and that the device performed according to functional specifications. The battery measured and displayed an intensified follow-up (ifi) = no condition. A disparity between the battery voltage and battery consumption value indicated that the device had prematurely depleted. This device was also found to have contaminants on the edge of the printed circuit board assembly. Device history records were reviewed for the suspect device and found that the device was likely laser-routed no additional relevant information was received to date.